Event description:
Event description cpi received information that this sweet tip bipolar lead was removed from service due to very high capture thresholds, discovered during a replacement of the existing implantable pulse generator (ipg) for normal battery depletion.